Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, lack of mobility, and elevated cocr levels. Patient¿s legal counsel alleges an aspiration of the right hip performed on an unknown date revealed yellow mild turbid fluid and test results for the fluid allegedly yielded elevated metal ion levels. Subsequently, legal counsel for the patient reported patient was revised on (B)(6) 2012. Review of invoice history indicates the modular head, acetabular component, and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
It was discovered on (B)(4) 2013 that (B)(4) is a duplicate complaint of (B)(4), therefore, this event had been previously reported via the following medwatch report: 1825034-2012-01660 this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04484-1/04485-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04484/04485).